Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer noticed the bus cable was damaged. Replaced bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had no power, and the station screen was black. Customer stated that there was a delay in the dispensing of medication.. There were no adverse events or injuries reported based on this event.